Event description:
It was reported that during a bier block procedure on a hand, the power cord pulled out of the back of the pump and the pump completely shut down. The battery back up did not kick in. The cuffs lost pressure after 50cc's of lidocaine had been injected into the surgical site. The lidocaine entered the body due to the fact that the cuffs lost pressure. The anesthesiologist immediately changed to general anesthetics, and the procedure was completed with no additional treatment or intervention required.

Manufacturer narrative:
The product was inspected per our quality inspection procedure and passed. When the battery discharged completely and the smartpump turned off, the cuffs remained inflated as expected. The ac power entry module was found to be in good condition with no excessive wear.